Event description:
It was reported that this right ventricular (rv) lead had triggered a lead safety switch (lss) due to high out of range impedance measurements, this rv lead was fractured. This rv was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had triggered a lead safety switch (lss) due to high out of range impedance measurements, this rv lead was fractured. This rv was turned off and replaced. No additional adverse patient effects were reported.